Event description:
Reporter alleged device was generating erratic readings and a glucose result measured 330 mg/dl in the am back to back with a repeat test of 351 and 128 mg/dl performed within minutes of each other. No treatment was received or actions taken as a result. A request was made for the return of the suspect device and replacement product was sent.